Event description:
The hcp reported the patient was experiencing increased pain. The estimated reservoir volume was 3cc and the actual was 15cc. The pump was filled with saline and was then found to have an estimated reservoir volume of 2cc and actual of 10cc. A follow up report will be sent when additional information is received.